Manufacturer narrative:
An evaluation of the scd express was performed, the unit was triaged and service found the unit had exposed copper wire. After a visual inspection of the unit under testing (uut), the power cord was observed to be damaged with exposed copper wire. The power cord was replaced with a known-good power cord. The unit was excessively damaged, so the root cause is categorized as customer misuse. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The customer didn't report an issue upon triage service found exposed copper wire.